Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-09838. Citation: https://doi.org/10.1016/j.jss.2022.01.027.

Event description:
Title: coated polypropylene mesh is associated with increased infection in abdominal wall reconstruction. The aim of this prospective, propensity-matched study was to determine if the addition of antiadhesive, rapidly absorbing barriers is associated with wound infection and mesh infection in patients undergoing open preperitoneal vhr (oppvhr) with polypropylene mesh in cdc class 1 and 2 wounds. Between 2006 to 2020, a total of 530 patients who underwent open preperitoneal ventral hernia repair (oppvhr) with polypropylene mesh in cdc class 1 and 2 wounds following propensity match, were included in the study. There were 265 patients each in the matched coated and uncoated mesh groups. There were 57% and 48.3% females and bmi of 32.9 [28.7-37.9] kg/m2 and 32.4 [28.6-37.4] kg/m2 in coated and uncoated group, respectively. The coated meshes that were placed were ventralight (81.9%) and proceed (18.1%). There was more variety in terms of the uncoated meshes that were used. Prolene soft mesh was the most common (65.7%), followed by bard soft (23.8%), prolite (5.7%), and marlex (4.9%). Reported complications include mesh infection (n=?) 4 of these had proceed mesh, eventually required mesh excision, and the patients who did not have mesh excision needed long-term antibiotics; wound complications (n=?); wound infection (n=?) 32.1% of these had proceed mesh; seroma (n=?); bowel obstruction (n=?); hernia recurrence (n=?); there were patients who require postoperative IV antibiotics, percutaneous drainage, reoperation, and 30-day readmission. In conclusion, coated mesh was associated with increased postoperative wound and mesh infection following oppvhr. An uncoated mesh should be strongly considered when placed in an extraperitoneal location.